Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic 2 weeks post implant. The left ventricular lead threshold was noted to be high and only capturing in the distal-can configuration. The physician elected to replace the lead in order to maintain battery longevity of the device. The explant procedure occurred and the patient tolerated it well without incidence.